Manufacturer narrative:
Concomitant medical products: st jude ipg. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal episode and then demonstrated loss of capture on the right ventricular (rv) lead. The patient required cardiopulmonary resuscitation and a temporary pacer. The lead was capped. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the health care professional that there was a suspected rv lead failure. The lead was replaced.